Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) and multiple shocks for atrial arrhythmia, which were delivered in different episodes. The cardiac resynchronization therapy defibrillator (crt-d) was operating as programmed; however, technical services discussed possible programming changes to achieve clinically appropriate therapy. The crt-d remains in service and no additional adverse patient effects were reported.